Event description:
The customer reported that the problem was first noticed before a therapeutic bronchoscopy procedure, which was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be confirmed however it is likely that the internal charged coupled device-unit was damaged by influence of physical stress on the bending section leading to the malfunction the event can be [detected/prevented] by following the instructions for use which state: for safe use ¦handling and general precautions: caution do not connect or disconnect the scope connector part to or from the light source device with the power switch of the video system center turned on. Attaching or detaching the scope connector to or from the light source with the power of the video system center turned on may destroy the image sensor. ¦ precautions regarding unexpected disappearance of endoscope images or inability to unfreeze: warning the following items must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly, or the freeze cannot be released during the examination. 3.8 inspection of functions combined with related equipment. ¦ inspection of endoscope images confirm that the normal light observation and nbi observation images appear normally. 5.1 if any abnormality occurs. If any abnormality is suspected during the inspection according to "chapter 3 preparation and inspection," do not use the instrument and take measures according to "5.2 identifying and dealing with abnormalities. If the endoscope still does not return to normal, send it in for repair according to "5.4 when to send the endoscope in for repair". If an abnormality occurs while using the endoscope, stop using it immediately and carefully pull it out from the patient according to "5.3 pulling out an abnormal endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had a malfunction where the screen went black and showed no images. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.